Event description:
Staff set pt up for dinner. Tray on overbed table and overbed table over pt's legs while hobe. Staff called by pt. Overbed table pushed to side of bed. Pt states overbed table fell on knees. Complaints of pain in both knees. Transient redness. X-ray and ice packs. No fracture. Engineer examined table and feels possible worn or broken part that locks in place after table brought to desired position. Staff report table stable before leaving room. Pt says did not push button.